Event description:
The customer reported that the unit fails to recognize the battery in the "a" battery compartment.

Manufacturer narrative:
The customer reported that the unit fails to recognize the battery in the "a" battery compartment. The unit was evaluated at philips, and the failure was verified. Replacing the battery pca resolved the issue.